Manufacturer narrative:
There is a temporal relationship between the patient event of abdominal pain, chills and nausea with subsequent hospitalization and diagnosis of peritonitis, sepsis and hypokalemia and pd therapy on the liberty select cycler with cycler set. However, per hospital documentation the peritonitis was the result of an infected pd catheter (not a fresenius product) and the sepsis was a result of the peritonitis. Per the pdrn, the patient did not follow proper aseptic techniques and did not store pd supplies properly. Additionally, there is no allegation of a machine malfunction or leak of the cycler set. Hypokalemia is a frequent issue with pd patients which is compounded by several factors such as nutrition and potassium losses through bowel functions and dialysate. There is no documentation to show a causal relationship between the patient¿s adverse events and the liberty select cycler or cycler set. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Information in the complaint file and 25 pages of received medical records were reviewed. On (B)(6) 2018 during routine follow-up for an unrelated issue, the contact for this female patient (pt) on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the pt was in the hospital for an infection and would be discharged that day. Additional information was obtained through medical records and follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018. The pt contacted the pdrn to report abdominal pain at the catheter site (not a fresenius product) which started on (B)(6) 2018. A culture was drawn and the nephrologist advised the pt to go to the emergency room (ER). The pt was afebrile. The pt was given 500ml of intravenous (IV) fluids (unspecified) and dilaudid in the ER and had received vancomycin and cefazin intraperitoneally (ip) prior to arriving at the ER. The pt was found to be severely septic and was admitted with a diagnosis of peritonitis due to an infected pd catheter; sepsis due to peritonitis and hypokalemia. The pd effluent cultures were lost in transit to processing which resulted in the pt being treated empirically with zosyn and vancomycin. The pt was already taking bactrim prophylactically to prevent pneumocystis jiroveci pneumonia (pjp) post bilateral lung transplant. A repeat pd effluent culture was negative for growth. It is unknown if pd therapy continued during the hospitalization, however upon discharge the pt¿s pd was stopped and she was transitioned to hemodialysis (hd) temporarily. The pt¿s antibiotic regimen was changed to ciprofloxacin 500mg tablet by mouth three times a week for two weeks after hd treatments and vancomycin with dialysis at the hd clinic. The pt was reportedly not following proper aseptic technique. This is the suspected cause of the peritonitis which resulted in an infected pd catheter.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.